Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6 mm vticmo 12.6, -16.5/+2.0/075 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The surgeon reports iritis and states the patient is being treated with steroids. The lens remains implanted. No additional information is available.

Manufacturer narrative:
Additional information: reportedly, no antibiotics were administered beyond what is standard for post-op treatment after ocular surgery. The reporter states the patient continues to have a very mild iritis and is being closely monitored. (B)(4)